Manufacturer narrative:
This report is filed on october 3, 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced infection around the implant site. The patient was prescribed bactrim and keflex on (B)(6) 2013. Subsequently, the patient experienced wound dehiscence, resulting in the decision to explant the device. The device was explanted on (B)(6) 2013. There are no plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.